Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 530 mg/dl. Elevated bg was addressed by correction bolus via pump. The cause of the elevated bg was unknown. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.